Event description:
It was reported that the right ventricular (rv) pacing lead had a suspected fracture, fluctuating to high impedance, increased short interval counts (sic), noise and several non-physiologic nsts that triggered the rv lead integrity alert. The lead was extracted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: the partial lead was returned in segments, analyzed and the distal conductor of the lead developed a fracture due to flexing while in vivo, the inner insulation of the lead became breached due to a rupture while in vivo and the outer insulation of the lead developed a cosmetic depression while in vivo.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter), the right ventricular lead integrity was triggered and the trend on the rv (right ventricular) pacing lead was variable.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The right ventricular (rv) lead was returned for analysis.